Event description:
A customer reported that the system displayed a red screen, had a burning smell, and only one fan appeared to be running. The unit could not be turned on following the event. The timing of the event and patient involvement is unknown. Additional information has been requested.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information pertaining to this event, but no additional information has been provided. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).